Event description:
It was initially reported to volcano that a volcano ivus catheter had separated while in the patient and attempts to retrieve the separated portion were unsuccessful. Upon receipt of clarifying information, it was stated that a pci was performed and two stents were placed. During the second stent deployment, a boston scientific quantum 2.75 balloon catheter was deflated and removed per standard catheter technique. The boston scientific balloon catheter became separated and detached. Attempts at retrieval were unsuccessful. Volcano's ivus showed the detached balloon catheter segment reached into the left main and the patient was sent for bypass graft surgery (CABG).

Manufacturer narrative:
(B)(4). Based upon the clarifying information received by volcano, it was determined that the separated device was actually a boston scientific quantum 2.75 balloon catheter and that the original reported complaint description was in error. Volcano's ivus catheter provided usable images to aid with the clinical decision making procedure and fully operated as intended with no mechanical or image related issues. This event is being reported to the FDA by volcano because we have become aware of a serious injury involving another manufacturer's device.